Event description:
Pt's spouse states that pump cadd legacy would beep then shut off. Pt would turn pump back on to continue infusion. Spouse states that error message had to do with cartridge but did not recall exact message. Message only occurs with one pump, sn: (B)(4). The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Reported to (B)(4) by pt/caregiver. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.